Manufacturer narrative:
Additional information: section h4 (device manufactured date) has been updated based on returned product download. The sensor (3mh0054fapd) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues were observed. The sensor was activated with a retained reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the combination of returned sensor and retained reader were found to be functioning properly. No malfunction or product deficiency was identified. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported alarm signal loss while using the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced hypoglycemia while asleep and had a loss of consciousness. The customer was provided a bottle of cola by a non-hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported alarm signal loss while using the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced hypoglycemia while asleep and had a loss of consciousness. The customer was provided a bottle of cola by a non-hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury.